Event description:
The pump was returned for investigation. Investigation found a dim/discolored display and contamination was found under the keypad button contacts. This report is made based on the results of investigation completed on 12/19/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim display screen with reddish text. The keypad button cover was peeled off and missing and as a result the buttons¿ function were not tested. Contamination was evident under all the button contacts. (B)(4).